Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rowboard cable header and cubie tray caused the a4, and a5 to be not detected on bus. A field service engineer reseated row board cable header at drawer controller, and all five trays. Fse then replaced cubie tray and upon restart all pockets functioned as designed. Fse verified operation via hardware test application and verified user access via med application, inventory count. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user unable to open cubies. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.